Manufacturer narrative:
(B) (6). (B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties and stent dislodgement occurred and the patient went to surgery. The 10-15% stenosed target lesion was located in the proximal left anterior descending (lad) artery to the distal left main (lm). A 2.75x24mm promus element stent delivery system (sds) was advanced, but was unable to cross the lesion after four or five attempts. The physician used a non-bsc wire to perform a double wire technique, but the sds still failed to cross. Upon withdrawing the sds, it was noted that the proximal stent edge was flared, making it impossible to retrieve the sds back into the guidewire. It was also reported that the sds got stuck on the guidewire and the whole system was removed as a unit. However, when the system reached the access point, it was difficult to remove it from inside the patient since a sheathless radial guiding catheter was used. The stent dislodged from the delivery device near the wrist region and remained on the wire. The physician removed the delivery device, but was unable to snare the stent. The physician proceeded with the procedure and gained new access to the lesion from the femoral artery. A ebu 7f guidecatheter was used and two non-bsc stents were deployed, overlapping in the lad and lm. The patient was then sent to surgery to remove the stent and wires. The surgery was successful and the patient¿s current condition is listed as ¿stable¿. This product is only ous approved, but it is similar to an approved us device.